Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned. Per the instructions for use of the device, pump pocket pain/soreness is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was explanted due to the patient alleging it was not working well. The explanted pump was discarded. Additional communication with the clinical specialist was able to confirm that the patient reported to the physician that the incision/pump placement was more painful than the benefit that they were getting from it, making it "not worth it." No volume discrepancies were observed. The physician stated that they believe that the patient just found the pump implant to be uncomfortable and wants to treat the patient's pain with other means.